Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR h1 - corrected to serious injury in initial MDR. Claim # (B)(4).

Manufacturer narrative:
Clinical code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -10/00/3.0/13 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on an unknown date. Very shallow chamber; significant reduction of iridocorneal angles; pigment dispersion was reported. The lens remains implanted. Cause reported as device. "Over-sized lens".